Event description:
It was reported that no rpm was displayed in the console. A rotablator rotational atherectomy system was selected for use. A femoral approach was used to access the eccentric moderately calcified lesion located in the left anterior descending and left circumflex arteries. During the procedure, it was found out that there was a leakage of nitrogen gas from the dynaglide connector. Physician then encountered problem on the rpm screen as there were no digits shown and it stalled. After a few attempts, the procedure was completed with this device. There were no patient complications reported. The patient was stable post procedure.